Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the muffler, upper hinge cover, coiled cable and coiled cable support tab. The iabp then passed all functional and safety tests per factory specifications and was cleared for use. (B)(4).

Event description:
The company service territory manager (stm) reported that while performing preventive maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp) it was found to have a broken muffler, upper hinge cover, worn coiled cable and coiled cable support tab. No patient involvement. No adverse event reported. This cardiosave iabp is a sales loaner that was in the possession of the company cardiac assist territory manager.